Event description:
Aspirator experienced a short, damaging the printed curcuit board and the wire harness and blew the circuit breaker. An inspection of the device revealed a short caused by the nut on the lamp holder. The lamp holder, the printed circuit board, the wire harness and the circuit breaker were, replaced and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident.